Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was unable to be duplicated by analysts. This error indicates a power backup capacitor failure so the back up capacitor was replaced as a preventative measure even though no instance of the error was found in the event history log nor found during testing by analysts. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited lec 1720. No reported adverse effects.